Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the drawer would not open and was not making any clicking sounds as if trying to open. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 02-oct-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined the drawer was failed. A field service engineer (fse) tested the drawer in hardware test application and identified that the retractor band cable did not have enough slack to allow drawer to properly open and close. The fse then restarted the system to resolve the issue. The system functioned as intended after the field service engineer had repaired the device.